Event description:
Hillrom received a report from a hillrom technician stating the testing with code blue alerts do not work. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Troubleshooting activities performed by hillrom determined to resolve the issue, the rcb needed to be rebooted. Testing was performed after rcb was rebooted via putty command.after reboot, tested all code blue switches in the unit. All code blue calls annunciated at nurse station properly. In this event, no injury occurred as reported by the customer. If this event were to recur, it would be likely to cause or contribute to a death or serious injury. Hillrom is cautiously reporting this event.